Event description:
It was reported that patient presented for MRI. Prior to MRI the device was checked and was difficult in determining an actual pacing threshold. Post MRI egm printouts showed high pacing threshold. All other parameters were within normal limits. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.